Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for oil globules with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and oil globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for oil globules with the incident lot was observed. Additionally, testing of the customer samples was conducted and oil globules was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that oil gel globules were observed in the bd vacutainer® sst¿ ii advance plus blood collection tubes during use, blocking the analyzer probe and causing the readings to register as either as "zero", or the normal range initially before being tested again and registering at higher readings. Additionally, the customer reported all precautionary measures were taken in accordance to centrifuge speed, refrigerator centrifuge, and sufficient clotting time. The customer also reported 15000 occurrences of this event. The following information was provided by the initial reporter: gel void is observed in few random tubes and gel globules are blocking probe, due to which few parameters, the reading are observed as zero and few reading are coming in the range and when repeated, the reading are higher. All precautionary measures are taken care of with respect to centrifugal speed, refrigerator centrifuge being used, sufficient clotting time being given.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that oil gel globules were observed in the bd vacutainer® sst¿ ii advance plus blood collection tubes during use, blocking the analyzer probe and causing the readings to register as either as "zero", or the normal range initially before being tested again and registering at higher readings. Additionally, the customer reported all precautionary measures were taken in accordance to centrifuge speed, refrigerator centrifuge, and sufficient clotting time. The customer also reported 15000 occurrences of this event. The following information was provided by the initial reporter: gel void is observed in few random tubes and gel globules are blocking probe, due to which few parameters, the reading are observed as zero and few reading are coming in the range and when repeated, the reading are higher. All precautionary measures are taken care of with respect to centrifugal speed, refrigerator centrifuge being used, sufficient clotting time being given.